Event description:
Customer reported that while the unit was in use on a pt, the unit began to emit a burning odor after saline solution was accidentally spilled on the unit. Pt was switched to another unit and therapy was continued. No pt injury was reported.